Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, there was an issue with universal surgical manipulator (usm) arm 2 yellow leds and error messages. Before contacting technical service engineer (tse) the caller had attempted to reseat the sterile adaptor (sa) and the endoscope on usm arm 2, but the issue persisted. Tse reviewed the system logs and confirmed error messages indicating a problem with the second usm arm module. The caller mentioned that the issue had occurred previously but had been resolved by rebooting the system. Tse reviewed historical logs and confirmed that the same error codes had been present for an extended period. Tse then advised rebooting the system to attempt to resolve the issue and arranged for on-site service to replace the affected module. The procedure was completed using three arms, with the same endoscope functioning without issue on arm 3 instead of arm 2.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.